Event description:
One of our pharmacy technicians had drawn up 7.5ml of pentostatin in a 12 ml monoject syringe. When he was in the process of pushing the contents of the syringe into the IV bag, the syringe split and started squirting the chemotherapy drug out of the side of the syringe.